Event description:
Same case as MDR ID: 2134265-2015-03414. It was reported that balloon rupture occurred. A 20mm x 3.50mm nc quantum apex¿ and a 2.50mm x 15mm apex¿ balloon catheters were used for dilatation and during inflation both balloons ruptured at 16 atmospheres and 12 atmospheres respectively. The devices were removed intact from the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen. The guidewire exit notch was twisted. There was a 5mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).